Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the suction channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the channel cleaning brush did not move smoothly due to the clogged channel tube; the charged coupled device lens had scratches; the light guide lens and the bending section cover adhesive were broken; switch#1 and the air/water cylinder were deformed; the universal cord was dented and the coating was peeled off; the protector of the universal cord on the scope connector side was broken; the angulation in the up direction and the gap on the upward/downward knob were not within standard values due to wear of the angle wire; the image was partially dark due to the scratch on the charged coupled device lens; and the light guide bundle was abnormal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was foreign material in the evis lucera elite colonovideoscope's suction channel. This was found during preparation for a diagnostic procedure. The intended procedure was completed with no delay, using a similar device. The customer did not know what the foreign material was and the scope was reprocessed according to the instruction for use (IFU) prior to being returned for repair. There was no report of patient harm.